Event description:
It was reported that during procedure the device failed due to wear. Delay of more than 30min reported. No injury reported. Back up available, procedure finished with same device.

Manufacturer narrative:
The affected 8.00 mm sculptor fixed end-cutting reamer was not returned for evaluation. After repeated requests, smith & nephew has been unable to obtain the batch number for this device, thus a review of the manufacturing records cannot be conducted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. The patient impact could not be determined with the available information. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.